Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(4) for evaluation where it was visually inspected. Results: visual inspection of the complaint circuit revealed that a hole in the tubing. Conclusion: we are unable to determine what may have caused the event reported by the customer. All rt319 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions accompanied by the rt319 adult breathing circuit state the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged". "Do not crush tube". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient". "Before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed".

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that the rt319 adult bi-level CPAP breathing circuit kit had a pinhole in the circuit. There was no reported patient consequence.